Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and a product investigation was conducted. The results are listed below: returned product was received on 18-mar-2019. The leading haptic and training haptic were broken at the root. Broken trailing haptic was not returned. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
The tear in the trailing haptic was found after the iol insertion in surgery on (B)(6). The condition of the iol in the eye was good, so it was left in the eye. Va without correction was 0.7d and va with correction was 1.0d. The doctor saw the iol misaligned after surgery [on (B)(6) 2019]. As the patient complained of blurred vision, the doctor replaced the iol on (B)(6).